Event description:
It was reported that (2) devices were about to be used during a cholecystectomy. It was reported by the affiliate that the 512s gaskets are torn. New trocars were used to complete the case. There was no consequence to the pt.